Manufacturer narrative:
The tubing will not be evaluated because it could not be returned. Further investigation is pending.

Event description:
The device user reported that they had a liver going on pump overnight. At 327 am est the device user sent a message stating "liver is being discarded. There was a defect in the recirculating pump line that prevented the pump from refilling the reservoir bag. That combined with a heavy bleeder prevented the liver from getting proper perfusion." The device user further described that the tubing under the liver bowl was sealed shut and since it was under the liver bowl, they could not figure out why the recirculating pump was slow. By the time the area was located, it had been a long time with an empty reservoir. It was noted that the seal took several minutes to break and the tubing was almost completely occluded as well.